Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Product was provided for investigation an external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. It was noted the receiver screen was stuck at the ¿dexcom terms of use and privacy policy¿ page. Pictures were taken. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).